Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 25 was verified in the pump logs; however, no failure was identified. Additionally, based on the analysis, the alleged fill estimate issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates after loading cartridges with insulin. Reportedly, the cartridge was filled with 250 units of insulin, and the contact believed that the fill estimate was inaccurate due to having to change out the cartridge faster than expected. Additionally, review of the pump data logs by tandem technical support showed that the customer received multiple, cartridge alarms (cartridge alarm 25 - removed cartridge alarm). Reportedly, the customer experienced an elevated blood glucose (bg) level ranging from 568-572 mg/dl with large ketones. The contact reported that the ketone level was considered dangerous and was treated with insulin and fluids. Additionally, due to the customer vomiting and feeling too weak to physically address the bg level, the contact assisted the customer in administering apidra insulin every two hours. Reportedly, the customer used the pump for continued insulin therapy.